Manufacturer narrative:
Concomitant medical products: product ID: 3889-28, lot/serial #: (B)(4), product type: lead. Other relevant device(s) are: product ID: 3889-28, serial/lot #: (B)(4), ubd: 21-may-2023, UDI #: (B)(4). If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a healthcare provider (hcp) via a manufacturer¿s representative (rep) regarding a trial patient who was using an external neurostimulator (ens). It was reported that the patient had redness, the healthcare provider suspected infection, at the lead site. It was noted that the symptoms were sudden. The rep later reported that the patient also had warmth of the pocket site and a fever at some point during the trial. The product was removed to try to resolve the issue. Additional information was received from a healthcare provider (hcp) via a manufacturer¿s representative (rep) indicating that the rep had not heard if the infection and other symptoms were resolved after removing the lead. No further complications were reported.